Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013 and the patient was implanted with another device during the same surgery. This report is filed january 15, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced sudden loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4).

Manufacturer narrative:
Per the clinic, he device was explanted (date not reported). It is unknown if the patient was reimplanted with a new device as of the date of this report (B)(4) 2013. This report is filed (B)(4) 2013.